Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested the returned devices and retained devices from the reported lot with negative standard. In our quality control laboratory, all the returned and retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate retain & return. Source: email.

Event description:
Reported false positive results for 10 out of 190 asymptomatic patients. The medical professional communicated the results were confirmed negative by molecular (pcr testing).